Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported the implantable pulse generator (ipg) was non-functional and the patient lost therapy on approximately (B)(6) 2020. Patient was using tonic stimulation therapy prior to the loss of therapy and it is undetermined if the device prematurely depleted. The ipg was explanted and replaced with a rechargeable ipg.